Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 427 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a manual injection to address the issue and went to the emergency room with small ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support educated the customer on insulin labeling. Customer still in hospital at time of report so no release date could be obtained.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was 427 mg/dl. Troubleshooting with tandem technical support (tts) indicated that pump battery was depleting normally based on settings and customer usage. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a manual injection to address bg and went to the emergency room with small ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tts educated the customer on insulin labeling. Customer still in hospital at time of report so no release date could be obtained.